Event description:
It was reported that as the coil was being advanced through the microcatheter, it became stuck in the proximal section. When the physician attempted to removed the device from the microcatheter, the coil detached prematurely inside the microcatheter shaft. The coil and microcatheter were removed as one unit and there was no clinical consequence to the patient.

Manufacturer narrative:
A device history record review confirmed that the device all met material, assembly and performance specifications. The distal part of the pusher wire with the coil attached was received jammed inside the microcatheter. The remainder of the pusher wire was returned outside of the microcatheter. The break in the pusher wire is indicative of excessive force having been applied to the device resulting in the break. Examination of the pusher wire under magnification confirmed that the break occurred due to excess force being applied. No anomalies were noted on the main junction and distal tip on the coil. The cause of the device becoming jammed in the microcatheter could not be determined; no anomalies were found that could have contributed to this. From the information available and the investigation it is most likely that operational context was the cause of the reported event.

Manufacturer narrative:
Additional information from the user facility stated that the one coil had been successfully deployed using the microcatheter and no anomalies were noted to the microcatheter. The coil had been prepared and used in accordance with the directions for use an no resistance was encountered.

Event description:
It was reported that as the coil was being advanced through the microcatheter, it became stuck in the proximal section. When the physician attempted to removed the device from the microcatheter, the coil detached prematurely inside the microcatheter shaft. The coil and microcatheter were removed as one unit and there was no clinical consequence to the patient.